Manufacturer narrative:
Unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a (B)(4) model intraocular lens(iol) haptic was seen as distorted while doctor was inserting the lens into patient's right eye. The iol was partially inserted and was removed from eye during the same procedure. Procedure was completed successfully using backup lens of same model and diopter. There was no patient injury and no medical/ surgical intervention such as incision enlargement or vitrectomy were required but sutures were done. Additional details received states that the sutures were placed as a standard of care for this particular doctor, as all of his cataract procedures require suture. Patient was doing fine post-op. Suspect product was discarded. No further information available.